Event description:
It was reported that foreign material was present in device. An 8.0x30x135cm express ld iliac/biliary stent was selected for use in an arterial runoff procedure. However, during preparation, it was observed that the stent was so slick, and was thought to have some sort of plastic protective cover over the stent marrying it to the balloon. The device was replaced with another express ld stent, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The returned device was received for analysis. No foreign material (fm) was identified anywhere on the returned device. A visual examination found the stent to crimped in the correct position on the device. No damage or issues were noted with the stent. A visual examination identified the balloon had not been subjected to positive pressure. A visual examination identified no issues with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or any issues to the shaft of the device.

Event description:
It was reported that foreign material was present in device. An 8.0x30x135cm express ld iliac/biliary stent was selected for use in an arterial runoff procedure. However, during preparation, it was observed that the stent was so slick, and was thought to have some sort of plastic protective cover over the stent marrying it to the balloon. The device was replaced with another express ld stent, and the procedure was completed successfully. No patient complications were reported.